Event description:
It was reported that balloon rupture occurred. The 90% stenosed target lesion was mildly tortuous and moderately calcified. A 5.00mm / 2.0cm / 50cm peripheral cutting balloon catheter was advanced for dilation. During the procedure, the balloon was inflated three times at 6, 10, and 6 atmospheric pressure respectively. On the third inflation for 30 seconds, the balloon ruptured. The device was removed without any problem with no damage found on the balloon. Another of the same device was used to complete the procedure. No complications reported, and patient status was good.